Manufacturer narrative:
Conclusion: investigation results indicates that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak and has been inadvertently damaged during residual gas analysis. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, the most basal channel had hi impedance for years due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The device stopped working suddenly, after making a "crackling" noise. After this event, the user was not able to hear anymore. No accident or trauma or degradation of health reported.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device stopped working suddenly, after making a "crackling" noise. After this event, the user was not able to hear anymore. No accident or trauma or degradation of health reported. The device was explanted on (B)(6) 2020 and the user was re-implanted with a new device.